Event description:
Pt having a craniotomy. The surgeon was cutting off the bone flap using a midas crani with the footplate attachment -f2-b1- when all the sudden a portion of the footplate broke off. Opened a second midas crani and finished cutting the bone flap. Product not available to get product information.